Event description:
Coopervision was made aware that a patient was taken off contact lens wear after 3 years due to corneal ulcer. Tobradex was prescribed with aggressive dosages. Patient outcome: eliminated corneal ulcer.

Manufacturer narrative:
The association between coopervision lenses and the incident is unconfirmed.